Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely a-rubber (bending section cover) had leakage during user handling and water invaded the device. It caused abnormality in electronic components and error message b30 and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damaged charged coupled device. Additional findings are as follows: bending tube had a dent: bending cover was leaking; due to a pinhole on bending section cover, water tightness was lost; and there was b30 error (scope communication error). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image. The event occurred during a diagnostic bronchoscopy procedure. There was no delay, and the device was completed with the same device. There was no patient harm associated with the event.